Event description:
It was reported that, during customer¿s maintenance revision, the ventilator became inoperative. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator but was unable to duplicate the customer reported malfunction. The cse ran ventilator on test lung for one hour, and was unable to duplicate or identify any issues. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.